Event description:
We attempted to use a minerva handpiece this morning on a case for doctor. We kept receiving error codes 006 and 002. After many failed attempts, we tried another minerva handpiece and it worked immediately. The failed handpiece has been saved if anyone wants to look at it, although it has been contaminated by the patient.